Event description:
Additional information received reported, the patient had the implantable neurostimulator (ins) and lead replaced on (B)(6) 2012. Electrodes 3-8 had impedances over 10,000 ohms. During the procedure, the extension-lead connection was accessed to confirm this was, in fact, a lead issue. After disconnecting the lead from the extension and testing impedances, an identical pattern of out-of-range electrodes resulted. The health care professional noticed that one of the two "pigtails" of the lead had "worn-down insulation." This was noted at the point on the pigtail where it enters the extension connection. The same pigtail "fell apart" upon further handling without using excessive force. The four metal contacts became detached from the pigtail. Approximately 3 inches of the internal fiber of the lead also detached. The remainder of the lead was explanted. The ins was removed due to premature battery depletion. A longevity estimate for the battery was 5 years, but as of (B)(6) 2012, the device had been in use for approximately one year and the battery voltage was listed at 2.795 volts. The ins was replaced with a new device. The patient had no symptoms, injury or adverse event as a result of the device replacements.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been in excruciating pain since (B)(6) 2012. The patient felt no stimulation sensation. The patient had not felt "the vibration" since (B)(6) 2012. The patient was able to get the therapy screen on her patient programmer (pp) and confirmed that the stimulation was showing on. The patient was on group a at 1.390 volts; she increased stimulation amplitude to 10.5 volts and did not feel anything. The level of stimulation was left at 3.60 volts. The amplitude was increase on group b with no feeling of stimulation past 7 volts; the patient was instructed again to leave the stimulation at a decreased amount. No accident or incident related to the event was known. Body areas with symptoms included the lower back and both legs. Additional information received reported that the patient had lost stimulation. She had attempted to increase the amplitude, but even at max amplitudes, could not feel anything. The patient was in significant pain as a result. No action was taken, but an appointment at the patient's physician's office was scheduled for (B)(6) 2012; a troubleshoot was planned to be performed. No patient injury/adverse event was reported. Additional information received reported that an impedance test indicated 5 of 8 electrodes having out-of-range values. Fluoroscopy was used to detect a fracture or disconnection, but "everything was intact." The patient was scheduled for a lead revision on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#: v091959, serial#:, implanted: (B)(6) 2008, explanted:, product type: lead. Product ID: (B)(4), lot#:, serial#: (B)(4), implanted:, explanted:, product type: programmer. Patient product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. A functional test of the ins found continuity to be acceptable for all circuits. Analysis of the lead (lot # nkl722096h) found that the body had been broken at the titan anchor site. A functional test of the lead found that conductors 0-3, and 7 were open. Conductors 4, 5, and 6 had acceptable continuity. There were no shorts. Conductor wire #7 was broken 7.5 cm from the proximal end. Conductor wires 0-3 were broken 8.5 cm from the proximal end. Analysis of the titan anchor found that it had been separated.